Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that last year, they had experienced low blood glucose of 30 mg/d. Customer wanted to call and report this past event as emergency services were called to her home but she was not admitted to the hospital. Customer indicated that the incident was probably due to over bolusing. Troubleshooting was offered but customer declined. No further information was given.